Manufacturer narrative:
We checked the returned unit and confirmed that the ccd/us probe unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd/us probe unit. In addition, we confirmed that the us connector body broken, the ccd/us probe unit cracked, the lg prong top corroded, the operation channel leaky, the us connector casing scratched, the r/l lock knob improper adjustment, and the us probe failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.